Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tray is flimsy and ripped when the kit was opened.

Manufacturer narrative:
(B)(4). A device history record review was performed on the outer tray and kit with no relevant findings. The customer reported the outer tray of the kit cracked when opened. The customer returned one opened kit. Visual examination of the returned kit revealed the lower left and right corners of the outer tray are stressed and cracked under the flange. No other defects or anomalies were observed. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. Per the manufacturing site, all incoming outer trays are visually inspected for evidence of stress marks prior to packaging as well as each packaged kit is inspected after sealing and prior to being placed into the corrugate container. The reported complaint of the tray is cracking was confirmed based on the sample received. Visual inspection of the returned kit revealed the lower left and right corner showed signs of stress and had a crack under the flange. A device history record review was performed on the outer tray and kit with no relevant findings. Also, the outer trays are 100% inspected prior to and after packaging. It is unknown how the kit was handled during shipping or prior to use. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the tray's corners being stressed and cracking could not be determined.

Event description:
It was reported that the tray is flimsy and ripped when the kit was opened.